Event description:
Reporter alleged obtaining a blood glucose test result of 900 mg/dl which is outside the numeric reading range of 10-600 mg/dl of the advantage system. Reporter stated he was no experiencing any hypoglycemic or hyperglycemic symptoms during the time. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.